Event description:
Add' info received on 03/07/2025 for a report number mw5166334 to add foi address.

Event description:
The aquamax filter, which had been collected for rrt, was attached to the plasma exchange set instead of the filter for plasma exchange. The wrong filter was attached and was not noted until the end of the plasma exchange therapy. The filters looked very similar. The patient suffered a deterioration in their respiratory function. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".